Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that redness was noted around the cardiac resynchronization therapy pacemaker (crt-p) implant site approximately two weeks post-implant. The patient was started on antibiotics due to a superficial incisional surgical site infection. The redness had subsided a few days later at which time the antibiotic was changed due to patient intolerance. The patient's outcome status was updated to resolved and the crt-p remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.